Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician implanted an assurant cobalt balloon expandable stent during an initial procedure. After 11 days , during a second procedure, the physician found that the assurant stent was fractured and divided into two parts. The proximal part was extended to the top inside of the main aorta. Physician then fixed the problem with protégé gps stent in the second procedure.